Event description:
Four hrs after having a laparoscopic cholecystectomy done, pt experienced a drastic drop in blood pressure. She was taken back to surgery where it was discovered that she was bleeding from the trocar site. The bleeding was controlled. Pt required 6 units of blood due to her blood loss. 3 different trocars were used during the initial procedure, therefore the numbers from both kits have been provided. The trocars are disposable and thus were discarded after the first surgery.